Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving fentanyl, 100 mcg/ml concentration at 25.75 mcg/day dose and bupivacaine, 20 mg/ml concentration at 5.150 mg/day dose via intrathecal drug delivery pump for non-malignant pain and chronic low back pain. It was reported that patient had the pump and catheter removed and a new one was not put in. Patient thought it was infected and it looked infected. There was a lot of bruising. The bruising never healed. The wound "dehissed". The wound never looked good. The catheter was not attached to her spine of to the pump. The catheter was curled up in a ball. Patient her pump filled on (B)(6) 2018 by the healthcare professional (hcp). On (B)(6) 2018, she was taken to the hospital by ambulance and on (B)(6) 2018 the hcp removed the pump and catheter. Infection was not confirmed. When the hcp did cultures they came back negative. IV antibiotics and oral antibiotics were mentioned. No further complications were reported. Additional information was received from a healthcare professional (hcp) via the manufacturer representative (rep). It was reported that the sn (B)(4) (implanted on (B)(6) 2018) was removed on (B)(6) 2018 but no explanting hcp was provided as well as the status of the catheter (B)(4) (implanted on (B)(6) 2018). On (B)(6) 2018, the rep verified with the hcp that the patient's entire system was removed by different hcp due to infection. No further complications were reported.